Event description:
It was reported via repair work order that the patient left headend side rail was stuck in the mid-position due to the release handle being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.